Manufacturer narrative:
Follow-up #1: date of submission 01/13/2004. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distribuer contacted animas, alleging a display (damaged) issue. It was noted that the diplay screen was cracked and there was an ink spot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
No damage was found to display or the display lens. The reported complaint was on a damaged display screen. Additional findings revealed, that there were no cracks or damage found to the display or display lens. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).